Manufacturer narrative:
Analysis results: the root cause of the customer's complaint could not be determined as no functional fault could be found with the device.

Event description:
A consumer reported that their sonicare power toothbrush caused a hole in their teeth.

Manufacturer narrative:
Analysis results: product was not returned for analysis to confirm a malfunction has occurred.

Manufacturer narrative:
The event date is approximate. The device model number, serial number or manufacturing number were not provided. Customer contact information and mailing address were not provided. Manufacture date not provided or identifiable.

Event description:
A consumer reported that their sonicare power toothbrush caused a hole in their teeth.